Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed unexpected battery power loss as well as failed battery alarms. The customer¿s blood glucose level was 485 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed for replace battery and noticed this is the second occurrence of replace battery now without a low battery warning and on thursday she kept getting battery failed alarms. Like 3 in a row. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Failed battery test alarms noted due to corrosion at the battery tube and battery tube power board. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.